Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power and the screen was blank. A field service engineer (fse) identified that the power supply was not functioning and required replacement. The fse replaced the unit using a power supply that was not part of the standard inventory and performed a hardware test, confirming that all components passed. The fse verified that the anesthesia station in operating room five was restored and functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device had no power and the screen was blank. The customer attempted to unplug and re plug the unit multiple times; however, the device remained unresponsive and could not be rebooted due to the absence of display. As a result, the station was unusable, impacting medication access. The issue was escalated as high priority. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.